Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It was reported that a dissection occurred for which required the use of a stent graft for treatment. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, dissection is listed in the xience v everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the right coronary artery. Pre-dilatation was performed and the 3.0 x 28 mm xience v stent delivery system (sds) was advanced, but could not cross to the lesion due to the anatomy. An additional catheter was used for support; however, a dissection occurred, which required the use of a stent graft for treatment. The patient was given integrilin (not due to any issue with the device) and transferred to the care unit in stable condition. No additional information was provided.